Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the right ventricular lead exhibited increased threshold measurements and decreased sensing and impedance measurements. A chest x-ray did not reveal any significant issues, however a lead dislodgement is suspected. The boston scientific sales representative stated that surgical intervention will be performed. No adverse patient effects were reported.